Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, there were scratches on the operation part, insertion, grip, universal cord, up/down plate, angulation stopper, video cable, video connector, video connector case, switch box, light guide connector and light guide cover glass. There was water leakage from the insertion tube. The operating part had corrosion. There was excessive angulation. There was roughness when the angle was activated. The insertion site was discolored. Reprocessing of subject device: the customer uses a espal washer. The device is disinfected with sekrin. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of a customer, the rhino-laryngo videoscope insertion tube coating was found to be torn or cut. The metal could be seen. The event occurred during preparation for use. The intended procedure was completed using a replacement device. There was no report of patient harm associated with this event. During incoming inspection, the corrugated tube fell off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a myriad of scratches in the insertion tubing were created, and external forces were applied to the scratch, leading to dislodgement of the insertion tubing (rupture). However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.